Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a instability procedure the pump was showing a pressure offset error. It is unknown if there was any backup device available; hence, it is unknown how the procedure was completed. No delay, patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.